Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* 45mm articulating vascular/medium reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instrument was received engaged with the reload. The reload was unloaded from the instrument and it was observed that the reload adapter was broken. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack this examination noted a set of sheared teeth on the anterior firing rack. Functional testing of the reload could not be performed due to the noted adapter damage. Visual and functional testing of the returned product confirmed the product did not meet quality specifications due to the broken reload adapter and sheared teeth on the instrument firing rack. A review of the instrument device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition likely occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
The procedure was converted to an open procedure, because endo gia failed and no other laparoscopic stapling device was available. The UDI number is not available.

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(6). User facility is provided in initial reporter.

Event description:
According to the reporter, during a total colectomy, the stapler handle failed to fire the reload. There was tissue damage because the procedure was completed as an open procedure instead of laparoscopic. The tissue damage was permanent because there was scarring from the laparotomy. Surgical time was extended by more than 30 minutes due to the product problem. The patient was recovering as expected.